Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that the video system center had no image during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g2, h3, h6 the device was not returned to olympus for inspection, but there was information provided by the customer and third party distributor, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: after replacing sdi (serial digital interface) cable, the unit was working in satisfactory condition. The cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.